Event description:
The customer reported undiluted etoposide (20 mg/ml) leaked. The leak was discovered by a rn on the unit. The medication had been in the set for 12-24 hours. The customer states there was no patient, nursing staff, or pharmacy staff harm reported.

Manufacturer narrative:
Additional info: report source.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported undiluted etoposide (20 mg/ml) leaked. The leak was discovered by a rn on the unit. The medication had been in the set for 12-24 hours. The customer states there was no patient, nursing staff, or pharmacy staff harm reported.